Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the femoral artery that was heavily calcified. The 5.0 x 40 mm armada 35 balloon had difficulty deflating after arterial dilatation was performed with one inflation at 8 atmospheres during one minute. A syringe was used in an attempt to deflate the balloon and after several attempts of 20-30 seconds holding negative, the balloon was able to slowly deflate and was withdrawn through the introducer. After removal, the balloon was tested again outside of the anatomy, was inflated and after several attempts, was unable to deflate again. Another balloon was used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional analysis was performed on the returned device. The reported deflation issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deflation difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.